Event description:
It has been reported to philips that that the system gave memory full errors, even after images were deleted. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) recreated the image store and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer completed the planned diagnostic procedure as planned. The philips field service engineer (fse) examined the system onsite and confirmed that the shows memory full error even after deleting images. The philips engineer recreated the database to clear the background images. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.